Event description:
It was reported while using the panel phoenix pmic/ID 107 a patient isolate (s. Aureus) was misidentified as s. Caprae twice. The isolate as tested with a reference laboratory giving the result s. Aureus. No health impact or consequence reported.

Manufacturer narrative:
Investigation summary - this complaint is for misidentification of staphylococcus aureus as staphylococcus caprae when using phoenix panel pmic/ID-107 (catalog number 448607) batch number 4128509. The customer did not return panels but provided phoenix generated lab reports, binary files and an isolate for the investigation. The lab reports show identifications of staphylococcus caprae when using the complaint batch. The customer returned isolates were verified on a bruker maldi biotyper and labeled as staphylococcus aureus # 11. To investigate, retention panels of the complaint batch and control panels from the same material but different batch were tested using customer returned isolate staphylococcus aureus # 11 on a phoenix m50 machine and evaluated for identification results. Also, retention panels of the complaint batch were tested using in house isolate staphylococcus aureus (B)(6) on a phoenix m50 machine and evaluated for identification results. The retention panels tested with in house isolate staphylococcus aureus (B)(6) returned staphylococcus aureus identification results. The retention panels tested with customer returned isolate s. Aureus # 11 identified the isolate as staphylococcus kloosii, the control panels tested identified their inoculated isolates as s. Aureus and s. Kloosii, this complaint is confirmed for misidentification of staphylococcus aureus # 11. A review of the binary files was determined not to be required based on the results of the investigation. The batch history record was satisfactory, and no quality notifications were generated during manufacturing and inspection. Complaint trending was performed, and no trends were identified associated with this defect. Bd will continue to monitor for trends and take action as necessary. Please continue to communicate any additional concerns.

Manufacturer narrative:
There were multiple 510k numbers reported to be involved. The information for the additional 510k is as follows: g4. PMA / 510(k)#: k020322, k021954, k023273, k023301, k024152, k030677, k031306, k031679, k031679, k032131, k033784, k033907, k040006, k040106, k040716, k050089, k050555, k051689, k053241, k060214, k060217, k060218, k060493, k070809, k082538, k082852, and k131331. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using the panel phoenix pmic/ID 107 a patient isolate (s. Aureus) was misidentified as s. Caprae twice. The isolate as tested with a reference laboratory giving the result s. Aureus. No health impact or consequence reported.